Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure. Inverting charge pump (B)(4) on the monitor computer/analog pca was defective, causing the communication faults. The root cause for the damaged connector was excessive force. The root cause for the (B)(4) failure could not be positively identified. Root cause investigation of similar failures has determined that excessive force on the electrode belt trunk cable connector can cause damage to the (B)(4) inverting charge pump. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).